Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurement causing device increase in battery depletion. Moreover, during device changeout it was confirmed through an x-ray that this rv lead was dislodged. Hence, this lead was surgically capped, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.